Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a case the cassette started to leak. However, she was unable to identify the source of the leak. The procedure was completed and no patient impact was reported.